Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The catheter was returned with an optical fiber break which caused the reported communication problem. In this case, it is likely that the optical fiber break was caused by the handling techniques employed. There was a cut noted to the catheter sheath, which based on the reported information, likely occurred during return handling and is unrelated to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the dragonfly imaging catheter was unable to connect to the drive optical connecter (doc) during preparation. Another dragonfly imaging catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. During the product return investigation, the dragonfly opstar imaging catheter's window tube was found to be cut approximately 1.5 centimeters proximal to the distal tip.